Manufacturer narrative:
(B)(4). Catalog number, is the international list number which is similar to us list number of 062910. The device involved in the event was not returned and remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced pain in the abdomen and purulent discharge from the stoma site. On 13 sep 2019, it was reported that there was difficulty performing the push and pull daily routine for the peg tube. On (B)(6) 2019, a buried bumper was diagnosed and a gastroenterologist recommended a laparotomy to remove / replace the peg tube. The patient refused the laparotomy and the gastroenterologist informed the patient of the risks of not replacing the tubing. At the time of report, the peg tube remained implanted in the patient and duodopa therapy was continued.